Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils was clipped in half during essure removal'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and cholecystitis chronic ('bladder or urinary problems or changes: chronic cholecystitis with cholelithiasis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not under went essure confirmation test". The patient's medical history included tonsillectomy. Concurrent conditions included overweight, hypertension, congestive heart failure, cardiomyopathy, acute cholecystitis, ovarian cyst, pericardial effusion, menses irregular, hyperglycemia, lower abdominal pain, breast pain, hyperlipidemia, biliary colic, solar lentigo, diabetes, menometrorrhagia and adenomyosis. Concomitant products included alprazolam (xanax), carvedilol, hydrochlorothiazide (hctz), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), cholecystitis chronic (seriousness criterion medically significant), cholelithiasis ("cholelithiasis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cholesterosis ("infection (bladder/ urinary tract/vaginal)-type: cholesterolosis"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unknown"), back pain ("back pain"), abdominal pain ("abdominal pain") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, cholecystitis chronic, cholelithiasis, cholesterosis, dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, back pain and abdominal pain outcome was unknown, the genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the female sexual dysfunction, nausea, weight increased and urinary tract infection was resolving. The reporter considered abdominal pain, back pain, cholecystitis chronic, cholelithiasis, cholesterosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: leave taken from this job or other job for medical reasons-c-diff/chronic colitis fecal microbial transplant diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pathology test - on (B)(6) 2010: result: gallbladder: -chronic cholecystitis with cholelithiasis. -cholesterolosis. Indications: patient with typical symptoms of biliary colic and now constant right upper quadrant pain with stones on ultrasound. Findings: the gallbladder was acutely inflamed with extensive scarring to the gallbladder wall. There were stones in the gallbladder. The intraoperative cholangiogram was normal.; on (B)(6) 2011: result: final diagnosis: cervix- chronic cervicitis with metaplasia. Uterus-secretory endometrium. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: uterine haemorrhage, dyspareunia, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events infection (bladder/ urinary tract/vaginal) type: urinary tract infection, she did not under went essure confirmation test were added. Outcome of weight increased, nausea, female sexual dysfunction updated to recovering / resolving. Outcome of genital haemorrhage, uterine haemorrhage, menorrhagia , vaginal haemorrhage , dysmenorrhoea updated to recovered / resolved. New reporter, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils was clipped in half during essure removal'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and cholecystitis chronic ('bladder or urinary problems or changes: chronic cholecystitis with cholelithiasis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included overweight, hypertension, congestive heart failure, cardiomyopathy, acute cholecystitis, ovarian cyst nos, pericardial effusion, menses irregular, hyperglycemia, lower abdominal pain, breast pain, hyperlipidemia, biliary colic, solar lentigo, diabetes, menometrorrhagia and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), cholecystitis chronic (seriousness criterion medically significant), cholelithiasis ("cholelithiasis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cholesterosis ("infection (bladder/ urinary tract/vaginal)-type: cholesterolosis"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unknown"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, uterine haemorrhage, cholecystitis chronic, cholelithiasis, cholesterosis, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, cholecystitis chronic, cholelithiasis, cholesterosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pathology test - on (B)(6) 2010: result: gallbladder: chronic cholecystitis with cholelithiasis. Cholesterolosis. Indications: patient with typical symptoms of biliary colic and now constant right upper quadrant pain with stones on ultrasound. Findings: the gallbladder was acutely inflamed with extensive scarring to the gallbladder wall. There were stones in the gallbladder. The intraoperative cholangiogram was normal.; on (B)(6) 2011: result: final diagnosis: cervix- chronic cervicitis with metaplasia. Uterus-secretory endometrium. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: uterine haemorrhage, dyspareunia, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs received. Race information added. Product indication and essure implant date updated. Essure explant date added. Following events were added: device breakage, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal)-type: cholesterolosis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes: chronic cholecystitis with cholelithiasis, cholelithiasis, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition: unknown, back pain, abdominal pain and abnormal uterine bleeding. Previously reported event injury was updated to pain. Concomitant drug, medical history and lab data were added. Reporters added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coils was clipped in half during essure removal'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), uterine haemorrhage ('abnormal uterine bleeding') and cholecystitis chronic ('bladder or urinary problems or changes: chronic cholecystitis with cholelithiasis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included overweight, hypertension, congestive heart failure, cardiomyopathy, acute cholecystitis, ovarian cyst, pericardial effusion, menses irregular, hyperglycemia, lower abdominal pain, breast pain, hyperlipidemia, biliary colic, solar lentigo, diabetes, menometrorrhagia and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2001, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), cholecystitis chronic (seriousness criterion medically significant), cholelithiasis ("cholelithiasis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cholesterosis ("infection (bladder/ urinary tract/vaginal)-type: cholesterolosis"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition: unknown"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, uterine haemorrhage, cholecystitis chronic, cholelithiasis, cholesterosis, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, cholecystitis chronic, cholelithiasis, cholesterosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Pathology test - on (B)(6) 2010: result: gallbladder: -chronic cholecystitis with cholelithiasis. -cholesterolosis. Indications: patient with typical symptoms of biliary colic and now constant right upper quadrant pain with stones on ultrasound. Findings: the gallbladder was acutely inflamed with extensive scarring to the gallbladder wall. There were stones in the gallbladder. The intraoperative cholangiogram was normal.; on (B)(6) 2011: result: final diagnosis: cervix- chronic cervicitis with metaplasia. Uterus-secretory endometrium. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: uterine haemorrhage, dyspareunia, dysmenorrhea, menorrhagia, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.